Event description:
It was reported that the user experienced loss of glucose readings from a dexcom g7 sensor with pairing failure and dosing stopping soon, and the call ended before troubleshooting could be completed. Symptoms included loss of cgm data needed for dosing decisions. Outcomes included interruption of automated dosing due to lack of paired cgm data. Investigation included a review of the reported pairing failure and dosing stop alerts with standard troubleshooting and education planned but not completed due to the dropped call. Investigation of this case revealed that the responsible device was not identified, consistent with a cgm pairing/connectivity problem leading to unavailability of sensor data for the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved communication or pairing issue between the cgm and the ilet.